Event description:
It was reported that the customer was hospitalized for low blood glucose levels of 20 mg/dl. It was stated that the night prior to hospitalization, customer had changed the infusion set and reservoir then delivered an undisclosed amount of insulin while priming. No troubleshooting was performed. No other information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.